Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. The root cause of the limb ischemia was most likely patient condition related; based on provided clinical details that the patient was ischemic in both legs.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-02377 was provided. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
The procedural outcome noted that the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a (B)(6) female in hospital for electrophysiology ablation was implanted with an impella cp device for mechanical circulatory support after coding in the catheterization lab. The patient lost pulses in the lower extremities following the device implant. Vascular surgery attempted to treat the ischemia, however they were unsuccessful in placing fem-fem bypass reperfusion catheters. The patient passed away from their pre-existing disposition prior to further intervention taking place.